Event description:
It was reported that pump displayed malfunction code 24 with associated fault ID and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, provided instructions for placing malfunctioning pump in storage mode, and instructed customer to return pump within 10 days using provided materials while advising that customer would need to program pump settings and reconnect continuous glucose monitor on replacement device.